Event description:
A malfunction was reported when a pump, which had been accidentally submerged in a pool, displayed a malfunction message and then the screen went dark. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer on troubleshooting steps, but the pump's screen remained flickering and illegible. Consequently, a replacement pump with updated software was arranged, and instructions for its return were provided. The customer planned to use manual daily injections as a backup and was informed about receiving training for the new pump.